Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "system error 322" alarm was confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow up will be sent. The processor pcb was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of a "system error 322" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unknown since the item was found during evaluation of the device. No additional information is available.